Event description:
It was reported that this right ventricular (rv) lead with this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1005, which indicates high out of range shock impedances. A commanded shock was performed to test the shock impedance measurement, and it was found to be stable and within range. It was also noted the shocks were appropriate and converted the patient arrythmia. This rv lead and crt-d remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: e1 initial reporter email. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead with this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1005, which indicates high out of range shock impedances. A commanded shock was performed to test the shock impedance measurement, and it was found to be stable and within range. It was also noted the shocks were appropriate and converted the patient arrythmia. This rv lead and crt-d remain in service. No adverse patient effects were reported.